Event description:
Customer states the device "did not trigger at cardioversion 2x". No report of pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.